Event description:
It was reported that during cardiomems implant procedure on (B)(6) 2026, after the sensor was deployed, the sensor was displaced from the left pulmonary artery to the main pulmonary artery upon initial attempt at removing the 0.018 roadrunner guidewire. After accessing a second access site in the left groin, a second swan- ganz was used to block sensor migration. Interventional cardiology was able to re-advance the sensor in the left pulmonary artery using an additional swan-ganz and a snare, and satisfactory sensor placement was obtained. The physician does believe that the patient's anatomy contributed to displacement as the viable deployment location was more proximal in the left pulmonary artery than is typically preferred. The patient was hospitalized overnight for observation, and a CT was completed. The CT results are unknown at this time. It was confirmed that this issue did result in a clinically significant delay. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).